Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure the patient experienced bleeding. The biopsied lesion was 17 mm and located in the left upper lobe, 16.9 mm from the pleura. The patient was taking 100 mg of acetylsalicylic acid per day and assured the physician the medication was stopped 5 days before the procedure. The patient was not on any anticoagulants. The nodule was biopsied 4 times with the cryoprobe. Biopsy clouding was performed, and it was believed that the physician probably caught a 4 mm diameter vessel; it was at this point that bleeding occurred. Per the physician, if vessels could have bene adequately visualized in the integrated cone beam computed tomography (cbct) image, cryobiopsed on that quadrant would not have "been" done. Bleeding was immediately observed after the biopsy by a large opacity in the fluoroscopy and confirmed by a conventional flexible bronchoscopy. The procedure was aborted, but several biopsies were performed that were diagnostic. The bleeding was controlled with amchafibrin (2gr) IV and the lobe was irrigated with a cold saline block with the fogarty balloon for 5', and then 10'. The patient was positioned on lateral decubitus. Two flexible bronchoscopes were used: one distally and the other (single-use) proximally. Per the physician, the approximate amount of blood loss (pure blood vs blood + instilled saline) was 300 ml and 50 percent of the blood mixture was pure blood. The patient was hospitalized for 2 days and then discharged with antibiotics. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
Additional information: a review of a video clip provided by the customer was conducted. In the video, the user performs a complete registration, accepts the registration, then navigates to a target in the left upper lobe (lul) without utilizing the preview path or lock to path features. The user removes the vision probe, then re-inserts it about two minutes later. The user updates the target, which does not appear far off from the original location. After making minor adjustments to the catheter¿s tip, a shot of fluoro can be seen. The user removes the vision probe, puts out the cryoprobe under fluoro, then performs a cbct spin, confirming tool-in-lesion. The user marks this location with biopsy marker (bm) 1. The user performs cryobiopsy workflow at four other locations (bms 2-5), then a new dark, cloudy area is visible under fluoro, distal to the catheter¿s tip. The catheter is removed, and a third-party bronchoscope¿s feed becomes visible just after the 31-minute mark. The remainder of this video recording shows the bronchoscope¿s feed as the user controls bleeding. The user manual states, ¿vasculature is visible only in the navigation view when either preview path or lock to path mode is active.¿

Event description:
Refer to h11 for follow-up information.